Event description:
Three catheters were rec'd damaged. The catheters were crushed about 2-3" back from the tip. This MDR is associated with mdr3005168196-2010-00192 and mdr2005168196-2010-00619.

Manufacturer narrative:
Technical evaluation: the catheters have a kink about 5-7cm from the tip. Conclusion: this damage was probably caused during transit. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is being filed as part of the remedial action taken as per penumbra (B)(6) 2010 update to the FDA warning letter dated (B)(6) 2009.